Event description:
Ees product director provided the following: at approximately 2/3 up the sleeve the surgeon's observed a few malformed staples. It occurred in the middle of the staple line (longitudinally) and it was not on an additional layer of buttress material. I specifically saw two malformed staples (one oddly bent and the other bent distally /_/). Surgeon repaired the site with sutures. There was actually a hole big enough to put a 5mm instrument through it right next to the malformed staples, but it was very difficult to determine if the whole was created by the malformed staples or during the dissection of the band. I could not determine if all 3 rows failed at that point, but there were definitely staples that did not properly hit their anvil pockets. The same staplers were used to complete the remaining two firings without incident. Ees product director met with the surgeon to observe and discuss his technique.

Manufacturer narrative:
(B)(4). (B)(4).

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, when device was fired, the staples were malformed. Clips were used to control the bleeding and sutures were used to oversew the staple line and case was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.